Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-19837. It was reported that the patient experienced phrenic nerve stimulation due to an insulation breech on the atrial lead. On (B)(6) 2021, the patient presented for atrial lead revision. During the procedure, the set screw was not able to be removed from the header so the atrial lead was unable to be disconnected from the pacemaker. The physician elected to explant and replace the pacemaker and the atrial lead. The patient condition was stable.

Manufacturer narrative:
The reported event of unable to loosen the a-setscrew to disconnect the a-lead was confirmed in the laboratory. Final analysis identified epoxy inside the a-connector block threads. This material caused the setscrew to be stuck in place and unable to be untightened by the wrenches.